Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -11.00 diopter, during the same surgery due to the lens flipped upon insertion. The lens ripped when removed from the patients eye. The lens was replaced with another lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).